Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3550-29, lot# n146284, implanted: 2009 (B)(6); product type accessory. The following coding applies to the lead (model: 3778-60, serial# (B)(4). (B)(4).

Event description:
A manufacturer representative (rep) reported on 2015 (B)(6) that during an implantable neurostimulator (ins) revision for normal battery depletion, the surgeon pulled the lead down so the patient was not getting good coverage. The lead was noted to have migrated or been dislodged. A lead revision was required, but had not occurred yet. The noted symptom was a lack of therapy, but it was unknown if the onset was sudden. The rep provided additional information on 2015 (B)(6) to confirm that the lead was repositioned to resolve the issue. The related medical history included spinal pain and post laminectomy pain. A supplemental report will be submitted if additional information is received.